Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report repeated issue with the insulin pump and sensor. The customer stated that he has hypoglycemic unawareness, and has required treatment by the paramedics at least ten times. The customer stated that one time he was leaving the gym, and the next thing he knew he was on the ground being treated. According to the sensor, his sensor glucose levels were well above 100 mg/dl. However, when he was tested, the blood glucose was actually 30 mg/dl. The customer reported that the sensor glucose readings are usually off by 100 points. The customer has done troubleshooting and has met with trainers, but continues to have issues. Advised the customer that the field rep would be contacted to try to arrange a meeting at the dr's office with the customer, trainer and territory manager. Nothing further was reported.